Event description:
The clinician reports the implant was inserted on (B)(6) 2015 in ada 19. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.